Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while performing a pacing threshold test with the mobile programmer, the application crashed and the screen went blank. No patient complications have been reported as a result of this event.